Manufacturer narrative:
(B)(4). Approximate age of device- 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's' investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for weakness, dark stools and a low hemoglobin of 5.3 g/dl. The patient was transfused with 4 units of packed red blood cells. An esophagogastroduodenoscopy performed on (B)(6) 2016 and a capsule endoscopy performed on (B)(6) 2016 were both negative for bleed. At the time of the event, the patient was on aspirin and warfarin. The patient was discharged home on (B)(6) 2016 with a decreased aspirin dose. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.